Event description:
A neuro tech from site reported, the surgeon was having difficulty tracking their passive pointer blunt probe. The site reported that the sterile probe had a geometry error of .54. The site continued the case without navigation. No impact on pt outcome was reported.

Manufacturer narrative:
No RMA issued, as the site purchased 2 new probes.